Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no atrial sensing and high atrial pacing lead impedance was confirmed in the laboratory and was caused by epoxy in the atrial ring spring and silicone in the atrial set screw hex cavity. Visual inspection identified epoxy in the atrial ring spring, which could have prevented the lead from fully inserting into the header. Visual inspection also identified silicone in the atrial set screw hex cavity, which could have prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
The reported field event of no atrial sensing and high atrial pacing lead impedance was confirmed in the laboratory and was caused by parylene in the atrial ring spring and silicone in the atrial set screw hex cavity. Visual inspection identified parylene in the atrial ring spring, which could have prevented the lead from fully inserting into the header. Visual inspection also identified silicone in the atrial set screw hex cavity, which could have prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during the implant procedure, a connector anomaly was observed. When the atrial lead was connected to the device, no signal on the atrial channel and high, out of range pacing lead impedance were observed. The device was not implanted and was replaced. There were no adverse consequences to the patient.